Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email sensor glucose versus blood glucose with threshold suspend. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 190 mg/dl. Customer¿s sensor glucose level was 300 mg/dl. Troubleshooting was performed and the sensor glucose and blood glucose readings have been off by 110 points.